Event description:
A manufacturer representative and the patient reported that the patient was unable to charge their implantable neurostimulator (ins) and they could not get more than 2 coupling bars when recharging. These coupling issues were first noticed on (B)(6) 2016. Using the antenna locate feature did not resolve the issues. They were able to get a range of 74 to 90 and were averaging in the high 80s. After the antenna locate session they were still only able to get 2 coupling bars. The manufacturer representative tried charging for the patient as well and could only get 2 coupling bars. The patient programmer and clinician programmer would both communicate with the ins. There were no ins pocket issues reported and the ins didn't feel any differently than when it was implanted. They were able to feel the entire outline of the device. The ins was placed in the left abdomen. When the patient was seen post-operatively on (B)(6) 2016, there was swelling and redness at the pocket but the pocket site looked fine at the time of the report. The patient was pro-actively placed on additional antibiotics at the post-op appointment but there was no confirmed infection. An x-ray was performed on (B)(6) 2016 and it showed that the ins was placed properly. The patient was still having issues recharging so they were sent a replacement recharger. A manufacturer representative noted that antenna positioning seemed to be the issue. The patient was implanted for non-malignant pain and chronic low back pain.

Event description:
Additional information received reported the physician did not feel the ins was flipped. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient met with the hcp and manufacturer representative. The replacement recharger did not resolve the poor coupling/inability to recharge issue. The patient was only able to get 4 bars or worse. The ins was implanted in the belly and the patient was able to get 8 coupling bars when adjusting patient's large adipose and getting the recharger underneath. The patient believed the ins may have been implanted on the wrong side.

Event description:
It was reported that the patient was going to have the current lead replaced. No revision date was set yet. No further complicaitons are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their weight at the time of the event. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient once had a problem (about a year prior to the report) where the implantable neurostimulator had been put on the wrong side facing up (2016). When he went to recharge, he could not get all the boxes to light up. This was fixed by surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.